Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was broken off. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed divots on the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. It was reported that the device was difficult to remove from cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the staples did not deploy. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the safety will not release if the green bar is not visible in the indicator window. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic anterior resection procedure, at the time of joining the colon to the rectal stump, the safety latch was snapped, and the device was fired. However, the surgeon was unable to withdraw the gun after firing. The device unwound (undone) slightly, and it was observed that the anastomosis had not been performed. The surgeon then closed and fired the device again. Upon withdrawal, it was found that the tissue was cut, but the staples did not deploy and there was a hole in the rectum. To resolve the issue, the surgeon subsequently closed the rectal stump using sutures with the robot and formed a permanent end colostomy. This led to an extended surgical time of an hour.